Event description:
End user was caught in the rain on 5/19/99 at 9:45 pm. The scooter stopped and would not move approximately 50 ft from the end user's home. The end user covered the scooter with a tarp. At about 3:30 am the scooter was on fire. The fire dept incident report listed the cause of the fire as unk. No injury or personal property damage was sustained.